Event description:
It was reported that the right ventricular and atrial leads had 'unacceptable thresholds'. The leads were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached depression; full lead was returned and analyzed. It was observed the outer insulation was kinked/buckled and breached cut. Blood/body fluid present in/on the helix mechanism and on the proximal conductor. (B)(4) outer insulation breached depression; full lead was returned and analyzed. Blood/body fluid present in/on the helix mechanism and on the proximal conductor.